Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon revised a stem, head, and liner due to trunnionosis. Original surgery was (B)(6) 2007. Update 23/august/2018: rep provided explant pictures, pre-revision x-rays, primary operative report, and usage sheets from primary and revision procedures. Explant picture shows wear on the rim of the poly insert and pre-revision x-rays show the head disassociated from the stem.

Event description:
Surgeon revised a stem, head, and liner due to trunnionosis. Original surgery was (B)(6) 2007. Update 23/august/2018: rep provided explant pictures, pre-revision x-rays, primary operative report, and usage sheets from primary and revision procedures. Explant picture shows wear on the rim of the poly insert and pre-revision x-rays show the head disassociated from the stem.

Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was not confirmed. Visual inspection: although the device was not returned an image of the explanted liner was made available. The image shows damage to the rim of the liner. It cannot be confirmed if this damage is due to wear or the explantation process. A review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms femoral head dissociation from a tha femoral stem occurred secondary to remodeling and loss of material of the femoral stem trunnion. The root cause cannot be determined as insufficient information was available documentation which would aid in the further completion of this assessment would include: material analysis of the explanted implants. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The event and exact cause of the event could not be confirmed or determined because insufficient information was provided. Additional information, including the return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.